Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. Corrected data: b5, h10. 2 events were previously reported in this record during the reporting period; however, - 1 previously reported event in this report was determined to be a duplicate of the other event reported in this record. - 1 previously reported event is included in this follow-up record. Product return status. 1 device investigation type has not yet been determined.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device was shedding metal debris. 1 event had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 device investigation types have not yet been determined. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was shedding metal debris. 2 events had no patient involvement; no patient impact.

Event description:
This report summarizes 1 malfunction event in which the device was shedding metal debris. 1 event had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 1 previously reported event is included in this follow-up record. Product return status: 1 device was received.